Manufacturer narrative:
It was reported that the evacuator drainage tube broke during removal from the patient's knee following a right total knee arthroplasty procedure. When the broken drainage tube was identified, the patient was taken back to the or where the broken piece was successful retrieved under general anesthesia. The reporting facility indicated that patient's length stay was extended, however, no further adverse impact, medical intervention, or follow-up care was reported. The device was discarded after the incident and no sample is available to be returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention to retrieve the broken drainage tube piece from the patient's knee, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the evacuator drainage tube broke during removal.